Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 216 mg/dl at the time of the incident. The customer reported that the size of the air bubbles were bigger than the soda bubbles and it cause high blood glucose level. The reservoir will not be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Performed pre-fill reservoir test. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.